Event description:
It was reported by the customer that the trigger would fall out of the device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.